Event description:
Caller indicated the relion prime meter is giving high readings. Getting readings that are much higher than he feels should be. He is having some symptoms of low blood sugar - shakes, nausea - and prime is reading in 200s. He was not always changing lancet but otherwise technique seems good. Did test over the phone - with new lancet - and he got 189 so did lower a little. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.